Event description:
Customer called inquiring how to reset the time and date on his meter. After assisting the customer to set the time and date it was determined that the meter was reading in mmol/l instead of mg/dl. The customer was instructed on how to reset the units back to mg/dl. He did not change his medication due to these readings.